Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (b)(60 2006 due to sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, erosion, neuromuscular problems and other unspecified issues. It was reported that patient underwent transvaginal removal of right-handed component of sling on (B)(6) 2009 for extreme groin and buttock pain on the right side. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal prolapse repair with trachelectomy, mccall culdoplasty and cystocele repair; due to vaginal vault prolapse, cervical prolapsed and cystocele.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.